Manufacturer narrative:
A follow up report will be sent upon completion of this investigation.

Event description:
The customer reported that their monitoring systems are intermittently rebooting during use, which can take between 1-2 minutes. No adverse patient impact was reported.

Manufacturer narrative:
The reported issue of intermittently rebooting could be reproduced on the cited devices. After reviewing the logs, it was found that these reboots occurred in response to a co2 hw (hardware) failure message. After further review, it was found that these reboots occurred due to a software issue in response to the m540 receiving low accuracy messages from the m11 etco2 pods. A CAPA has been opened for this issue. A reboot is obvious to the user where the device alarms for this condition.

Event description:
The customer reported that their monitoring systems are intermittently rebooting during use, which can take between 1-2 minutes. No adverse patient impact was reported.